Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was performing the air removal step with an empty syringe. Clinical support informed the customer that performing the air removal step with an empty syringe, is off label per the tandem user guide. Customer changed the pump supplies to address the issue. Customers blood glucose was 400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.